Manufacturer narrative:
During investigation for unrelated allegations, there was 1 occurence of a damaged display screen.

Event description:
There were no initial allegations of damaged display screens of 2020 animas insulin pumps for the first quarter of 2016.

Manufacturer narrative:
Follow up #1 06/16/2016 during investigation for unrelated allegations, there was 1 occurence of a damaged display screen. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
There were no initial allegations of damaged display screens of 2020 animas inuslin pumps for the first quarter of 2016.